Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident is reported as first half of (B)(6) 2018. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported about her son who experienced an adverse skin reaction after 9 days of wearing an adc freestyle libre sensor. On an unspecified date in (B)(6) 2018, customer experienced symptoms described as "bruising, pain, swelling and pus" at the insertion site and had contact with the family doctor who prescribed gentalyn beta (betamethasone - corticosteroid, gentamicin - antibiotic) cream and amoxicillin / clavulanic acid (antibiotics) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer's mother reported about her son who experienced an adverse skin reaction after 9 days of wearing an adc freestyle libre sensor. On an unspecified date in (B)(6) 2018, customer experienced symptoms described as "bruising, pain, swelling and pus" at the insertion site and had contact with the family doctor who prescribed gentalyn beta (betamethasone - corticosteroid, gentamicin - antibiotic) cream and amoxicillin / clavulanic acid (antibiotics) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.